Manufacturer narrative:
On 10/23/2014- pfs and medical records received. This complaint is legal. After review of the medical records for MDR reportability, the patient was revised for infection ((B)(4)), and during reimplantation the patient developed a crack while implanting the srom sleeve that was cabled. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 11/18/2014. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
On (B)(6) 2014 - pfs and medical records received. This complaint is legal. After review of the medical records for MDR reportability, the patient was revised for infection (com (B)(4)), and during reimplantation the patient developed a crack while implanting the srom sleeve that was cabled. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).